Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6), 2010, product type: lead. (B)(4).

Event description:
The patient reported stimulation never worked very well and they experienced a loss of therapy. Relevant medical history includes no n-malignant pain, degenerative disc disease, and other chronic/intract pain (trunk/limbs). The patient turned their device off for a surgery and hadn't used their device in three to six months. The last successful recharging session was two to six months ago. The last time the patient felt any stimulation was two to six months ago. Coupling and or communication issues were reported and an implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was the primary reason for overdischarge. Following the episode of overdischarge the patient was experiencing muscle spasms. Usually the patient was on a but stated he was on b and didn't know it. The patient was walked through selecting group a, and was going to try out new settings to see if that helped with the spasms. The healthcare provider (hcp) later reported that it was unknown what the cause of the muscle spasms were, but they occurred when the patient was using stimulation. It was unknown if the event was due to the ins or if there were any abnormal impedance measurements. The issue was not due to any lead/extension issue or programming or the programmer. At the time there were no surgical interventions or hospitalization and it was a non-serious injury/illness. Further information reported on (B)(6) 2015 stated that the patient had surgery on (B)(6) to have a cage put in from l2 down to their pelvis. Since that surgery the patient was having problems with their left leg trying to give out and function, even after participating in therapy. During one of those surgeries the physician removed the ins. According to the patient the leads had been gone for two years, and were removed in 2013.